Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced a period of high glucose followed by a low glucose while using the ilet insulin pump during the initial days of therapy, with variability occurring after announcing a usual meal despite consuming fewer carbohydrates than typical for them. Symptoms included low and high blood glucose. Outcomes included the feeling of knowing they were low with hypoglycemia, troubleshooting and education, including guidance to announce usual meals spaced four hours apart and reinforcement that fluctuations can occur when starting on pump therapy. Investigation included a review of use patterns and education on pump operation and meal announcements. Investigation of this case revealed no device malfunction reported, and fluctuations were consistent with early pump initiation and meal announcement variability. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.